Event description:
Allegedly, patient was revised due to adverse soft tissue reaction to particulate debris. Srnjr number: (B)(4) side: l gender: f non mpo devices: 99961735 zmr cone a body proximal stem length 80mm 40x35mm neck and 99821713 taper stem 17mm x 135mm (zimmer biomet)